Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited undersensing. Patient felt lightheaded. The patient was brought into the clinic for a device interrogation. Programming changes were performed. However, the pacemaker was explanted and replaced. The patient was in stable condition.